Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon of the voyager 1.5 x 15 mm was ruptured at 4 atm during the first pre-dilatation. Another voyager 1.5 x 12 mm was inflated next; however, it also ruptured at 4atm. Another company's balloon was used successfully and the procedure was completed with another company's stent. No additional event or patient information is available.

Manufacturer narrative:
The second voyager rx coronary dilatation catheter is being filed under the same MFR number. Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Without either device for analysis, a conclusive root cause for the reported difficulties could not be determined.